Manufacturer narrative:
Initial.

Event description:
It was reported that the user received pump alerts to change insulin and that the infusion set was expired after completing a supply change with 23-inch inset; upon review, the user had not finished the on-pump supply change sequence and likely did not perform the cannula fill before connecting, which was resolved by completing the infusion set insertion steps, and filling the cannula, consistent with an improper procedure involving the infusion set component. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incomplete procedure during the infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.